Event description:
Caller reported cartridge alarm 29, and there was no adverse impact to the customer¿s blood glucose level. Customer did not experience any blood glucose levels exceeding 500 mg/dl. Technical support confirmed that customer had cartridge alarms with consecutive cartridges and decided to replace the pump. Customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support sent a replacement pump with updated software and instructed the customer on storage mode procedures and return process for the problematic pump. Customer acknowledged and understood all instructions provided by technical support.